Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side MRI indicated rupture.

Manufacturer narrative:
Sientra complaint case (B)(4). Sientra is requesting to void this report as updated information had been received from the hcp (health care provider) that during revision surgery, the implants did not belong to sientra. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.